Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, occlusion, prime, excessive no delivery alarm and displacement tests. It was programed with several bolus units and all were properly recorded in daily totals. However, the device was received with displayable history check failed on startup alarm in the alarm history screen due to corrupted history screen. It was unable to upload to carelink due to corrupted history file. The device also had a scratched lcd window, cracked display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's fiancee reported via phone call that the customer experienced high blood glucose of 476 mg/dl which he treated with manual injection. The customer experienced excessive thirst and vomiting. Troubleshooting was performed. It was stated that the drive support cap appeared normal, no air bubbles or insulin leaks were found and insulin didn't exit the tubing during prime. They also reported that the piston would not move and while the screen is indicating it is rewinding. The insulin pump passed the high pressure test. The bolus history showed the last bolus on (B)(6) 2013; they stated that the customer would bolus but it would not show in the bolus history. The device was returned for analysis.